Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm)t was analyzed. The reported failure was confirmed via logs but was not replicated in-house. The logs showed 22020 errors pointing towards dof 6 and dof 8. The unit was tested on an in-house system in normal mode where it triggered no errors. The unit was also tested on a pftp where it passed all required tests. The fse notes stated that one presence pin felt stiff, and after it was worked out, the tool started to engage. There was no fluid intrusion noted on the arm or carriage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced universal surgical manipulator (usm) 2 to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer had engagement issues with universal surgical manipulator (usm) 2. The light emitting diodes (leds) on usm 2 were flashing orange. When the site installed an instrument, nothing was happening, and the wheels were not spinning. Also, the site reseated the instrument along with the sterile adapter, replaced the drape, and rebooted the system, but the issue persisted. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and identified a 31009 error pointing to an instrument sensor issue. The tse recommended the customer to verify the black pogo pins on the usm. The customer checked the pogo pins and stated one of the pogo pins was sticking and not springy. After checking the pogo pins, the customer reseated the sterile adapter along with the instrument, and the instrument did engage. The orange flashing led on usm 2 was no longer present. The procedure was completing as planned with no reported injury.